Manufacturer narrative:
The event date was not provided. The first date of the month of the aware date was selected.

Event description:
It was reported that a tip detachment occurred and remained in the patient. A 300 cm, v-14 control wire was selected for a procedure to recanalize the left anterior tibial artery. During the procedure, the device kinked when attempting to cross the lesion. In attempt to remove it, it hooked on the cx1 0.014 recanalization probe and a portion of the distal part of the guidewire broke off in the artery. The physician wanted to recanalize by placing a stent over, but it was not successful. The tip of the v-14 control wire is still placed in the artery and not able to be removed. There were no patient complications reported.